Event description:
The pegs would not lock or engage into the plate causing a 90 minute delay in surgery.

Manufacturer narrative:
Examination of the returned sample could not confirm the alleged report. Although the complaint could not be confirmed, surgical technique may be a contributing factor. Based on this investigation, the need for add'l corrective action is not indicated.